Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient was unable to set the system into MRI mode due to high/low impedances. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue.